Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto 3 system and when changing the values for visitag feature the majority of the tags disappeared. Although troubleshoot was performed and parameters were reset to originals, the tags didn¿t reappear. There was no patient consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable since this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in the patient injury.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and when changing the values for visitag feature the majority of the tags disappeared. Although troubleshoot was performed and parameters were reset to originals, the tags didn¿t reaper. There was no patient consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however, that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable since this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in the patient injury. The investigational analysis has been completed. Fse followed up the issue with cas. Cas reported that the system has been used multiple times since this occurred and rebooting of the system resolved the issue. Fse explained to cas that the changes made to visitag it doesn't just affect future visitag acquisition, but all visitags in that study/map. Htc: changing the settings under the visitag tools resulted in the loss of more of the tags. Issue related user error issue and resolved by system reboot. It was also reported by cas that the u/s image lost on both systems and had to replace the catheter. The customer replaced the uls catheter with another 8fr uls catheter and the image was restored. Issue resolved. System is operational. The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. There was no any additional complaint out of 7 additional reported complaints that may be related to the reported first issue. The DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).